Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Implant summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading dose of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then a 25mm lotus edge valve was implanted successfully involving repositioning of the lotus edge valve with partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with directions for use. Post implant event summary: one day post index procedure, electrocardiogram(EKG) revealed left bundle branch block. Hospitalization was prolonged for the event. At the time of reporting, the event was considered recovering. Two days post index procedure, the subject was discharged the following day.